Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 451 mg/dl. The customer stated that she don't feel right. The customer gave herself 11 unit and blood glucose came to 333 mg/dl. The customer was admitted to the hospital on (B)(6) 2015 and was released yesterday. The customer was requesting for a pump trainer. The customer was advised that we will provide for the insulin pump trainer.